Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During the processing of this complaint, attempts to obtain patient and event information were made but not received.

Event description:
It was reported that the patient had their ipg explanted in (B)(6) 2021 for an unknown reason. No further information is available.